Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The technician could reproduce the reported issue. In order to solve it, the following parts were replaced: - air gas regulator; - gas regulator; - front panel; - dc/dc board. Mechanical check and functional test performed after parts replacement were successfully passed thus the unit was released as fully functional. Involved gas blender was manufactured in 2022 and according to the analysis of the complaints database, no further events related to this unit have been reported in the past. Based on the technical inspection, the reported issue has been traced back to defective gas blender components. Failure of mechanical parts and/or electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro sub-components.

Event description:
See initial report.

Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve the issue, electronic gas blender front panel was replaced, without success: the error remained as before. Therefore, the unit has been shipped to livanova deutschland for a detailed investigation and further repair. Activity is still on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in sapporo, japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 gas blender system alarmed several times during procedure. Alarms were not displayed on the s5 system side. Settings were: fio2 40, 60%, flow 2, 3l. There was no patient injury.